Manufacturer narrative:
Exact date unknown, event occurred at the year of 2021.

Event description:
It was reported that at first, patient was frequently charging the ipg until the device could no longer be charged. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted ipg was discarded.